Event description:
The manufacturer became aware of an allegation that an end user developed death while using an ds2adv auto CPAP. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously became aware of an allegation that an end user developed death while using an ds2adv auto CPAP. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed. In previous report, manufacturer mentioned box b (adverse event/product problem) incorrectly, which has been corrected in this report. The device is not a part of recall. In this report, box b, h has been updated or corrected.